Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.